Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 05, 2019, senseonics was made aware of an incident where a physician was unable to explant the eversense sensor.

Manufacturer narrative:
Doctor made the decision to leave the sensor in his right arm and will not be attempting to remove it again. She decided she will use his left arm moving forward for eversense procedures. The high rate of inability to remove sensor is being investigated under corrective and preventive action. No further investigation was found necessary.